Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Small rectangle bit always falls off after 3 or 4 weeks, sometimes it cracks off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a male reporter of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the small rectangle bit of the oral-b dual action brushheads falls off after 3 or 4 weeks, and it sometimes cracks off in his mouth. No symptoms developed.